Manufacturer narrative:
H6 ¿ corrected information: device code a1407 is not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the difficulty injecting and aspirating the refill port was not determined. The thought was the hcp injected too fast which locked the valve. The volume discrepancy was noted to be within operating range. No additional actions/interventions had been taken. The issue was still not resolved and bringing the patient back earlier than normal for their next refill was still the plan. The pump was working and there were no plans to explant it.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#/serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (20 mg/ml at 3.8 mg/day) and bupivacaine (30 mg/ml at 5.7 mg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) was having trouble filling the pump. The patient was in for their first refill with this provider; they were expecting 4 ml and got back 2 ml before going to refill. Hcp was able to get the first 10 ml into the pump and then wasn't able to inject any more. They tried to aspirate everything out but were only able to aspirate 2 ml and "then it goes very slowly." Hcp stated that they held negative pressure on an empty syringe for 2-3 minutes and had opened a second refill kit. Technical services reviewed standard locked-valve procedure. Reviewed option to try filling pump using smaller syringe. Hcp stated that they will update the pump with the current volume and bring the patient back for next refill. The company representative (rep) will be present for the next refill to assist as needed. The patient's relevant medical history included that the patient experienced a fall about a week ago but they fell on their knees and there was no direct trauma to or near the pump.